Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that (include analysis results and any components replaced). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that axiem needed to be replaced, so the axiem was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a clinical environment. It was reported that the site's navigation system had 2 damaged axiem ports. It was noted that the site used the other two ports for cases and that there was no patient involvement.